Event description:
According to the reporter: the pt's initial operation was for a perforated colon. I do not have an official date for this surgery. The pt was brought back on (B)(6) 2011 for an abdominal washout and closure. The product was used for this procedure. On (B)(6) 2011, the mesh tore down the middle and at some suture sites. The pt was taken back to the operating room and a different mesh was implanted. No bleeding reported and no delay in operating room time.

Manufacturer narrative:
(B)(4).